Event description:
Event description guidant received information that while performing a threshold test on a patient who had no underlying rhythm, the programmer printer ran out of paper. Shortly after the printer ran out of paper, loss of capture was noted and the technician attempted to terminate the threshold test. The test was unable to be terminated and a 'printer out of paper, cancel printing' message was noticed on the programmer screen. Once this button was selected in acknowledgement, printing was cancelled and the threshold test was then successfully terminated. However, by this time, the patient had experienced almost nine seconds of asystole and was barely conscious and audible. The healthcare technician was concerned that the printer notification screen takes precedence over the ability to terminate a test.